Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation with a missing pullback gear. Functional test was not performed because the complaint was verified by visual inspection. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
Same case as: 2134265-2014-01002, 2134265-2014-01003. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during set up and test outside of the patient, motor drive unit did not perform automatic pullback nor show an image. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-01002, 2134265-2014-01003. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during set up and test outside of the patient, motor drive unit did not perform automatic pullback nor show an image. No patient complications were reported.